Event description:
Rep reported that the tubing fell apart at both points to either side of the stop-cock. As a result the system was replaced.

Manufacturer narrative:
Please refer to (B)(4). In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(6).

Event description:
Rep reported that "at distal end of system, the tubing "came apart" at both points to either side of the stop-cock. On 1/24/2012 it is the reps understanding that the breakage occurred when the nurse was fidgeting with it. I have been asked to contact tim kline for additional clarification. On 1/25: additional information from (B)(6) explained that the nurse was not aware that the device had fallen apart until the patient was observed. When she notice the line had disconnected she reattached. When the doctor was notified the nurse was instructed to discontinue use and the system was replaced. Please refer to (B)(4). In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(6).

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Device not yet returned.

Manufacturer narrative:
New information has been received and it has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.